Manufacturer narrative:
The investigation into the high purge pressure has been completed. The impella pump was returned for investigation. Data logs were not sent. A considerable catheter kink was found at the 65-centimeter mark and near the kink protector on the red handle. The catheter was cut open and a kinked purge line was confirmed. No other damage or abnormalities were found. Therefore, it was determined that the cause of the high purge pressure was a kinked purge line due to excessive force by the user. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, ethnicity unknown, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported immediately after placing and turning on the pump, the purge flow rate decreased, and the purge pressure increased. Reportedly the purge cassette and tubing were replaced after verifying there were no visible kinks within the purge line. The decision was made to replace the pump. No patient harm was reported.